Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant placed in ada site 2 failed upon insertion in type ii bone due to inadequate primary stability. A bone graft was completed. Insufficient bone quality was noted. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reports the implant placed in ada site 2 failed upon insertion in type ii bone due to inadequate primary stability. A bone graft was completed. Insufficient bone quality was noted. The implant will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).